Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient was admitted to the hospital with pain at the ipg site. The patient had pain and drainage at the pocket incision. Patient was treated with antibiotics.